Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported, the customer had an absence of alarms on their insulin pump. Customer stated their insulin pump turned off after having one bar remaining on the battery life. The customer stated, the insulin pump did not alarm them of a low battery. Customer declined to troubleshoot. The customer's blood glucose was unknown. Advised the customer to monitor their insulin pump. No additional information provided.